Event description:
Customer reported system displayed a charger failed error at bootup. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the system battery charger. The system now functions properly.